Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing on stored electrograms (egm). It was also noted that the patient was undergoing mitral valve surgery when oversensing occurred. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.